Manufacturer narrative:
Patient information was unavailable from the site. A site representative called to report that during a case a 2d image was taken, and black and white lines were observed in the image. Because of this, the site was unable to see the anatomy. The customer was able resolve the issue by restarting the system. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. The customer declined service, as the issue was resolved upon boot-up. Due to this, no further analysis was possible. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called to report that during a case a 2d image was taken, and black and white lines were observed in the image. Because of this, the site was unable to see the anatomy. The customer was able resolve the issue by restarting the system. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.